Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 87% stenosed target lesion was located in the mid and distal left anterior descending (lad) artery. A 2.50mm x15mm emerge¿ balloon catheter was advanced to dilate the lesion, however, the shaft was fractured at the second delivery. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The hypotube shaft was completely separated 63cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by simply pulling it out.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by simply pulling it out.